Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main artery. A 20 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, difficulties were encountered when the device was advanced through the guiding catheter and the device failed to reach the lesion. The device was removed from the patient's body and the stent was noted to be lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds); 19290482-090 was returned for analysis. A visual examination of the stent found that the first proximal stent row was damaged and the stent struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination found no damage to the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main artery. A 20 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, difficulties were encountered when the device was advanced through the guiding catheter and the device failed to reach the lesion. The device was removed from the patient's body and the stent was noted to be lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.